Manufacturer narrative:
The field service representative investigated the issue and was able to determine that the tcm had not been fully primed during setup. He could not identify any issues with the tcm. This issue was due to user error. This report is being submitted to the FDA as a result of a retrospective review of product complaints.

Event description:
It was reported that during set up, the system alarmed at 38 degrees c, but the display actually showed that the temperature was 42 degree c. Although it displayed 42 degrees c, the system's temperature did not warm up to 42 degrees c. The product was changed out and the surgery was completed successfully.